Event description:
Reporter stated that patient's insulin cartridges have broken and leaked insulin into device's cartridge chamber three separate times this week, and patient's blood glucose was elevated. All broken cartridges came from the same box. No error message were generated by device. Reporter is concerned that device may have damaged the cartridges. Patient switched to back-up device. No treatment was received as a result of these events.